Manufacturer narrative:
This device was received in used condition. The complaint indicated that ¿t2 deployed simultaneously¿. Neither t nor suture has been returned. There is a bend and twisting of the delivery needle. The shaft is bowed. There is crimping and flaring of the distal tip on the depth limiter. This indicates force and difficulty in reaching the desired surgical location. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. A functional test indicated that the actuator cycled and advanced. There is no manufacturing cause related to support this complaint. No further investigation is warranted.

Event description:
It was reported that after the t1 was deployed, the t2 was deployed simultaneously. A same model backup was utilized to complete the surgery.